Manufacturer narrative:
The insulin pump was received with display window missing and detached end cap. Unable to performed rewind, basic occlusion, occlusion, prime test and excessive no delivery alarm and displacement test due to detached end cap. Cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the lcd screen display fell out of the insulin pump. Customer stated he dropped the insulin pump. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.